Event description:
Da vinci vessel sealer was shorting when jaws were closed by the surgeon. Item was used till the end of the case. Defective item sequestered with original packing material and in a biohazard bag, and submitted to or leader and notified. Vessel sealer lot number: k14230217.